Manufacturer narrative:
The customer reported that 5 pcu keypads need to be replaced was confirmed on 1 out of the 5 received front cases. 4 out of 5 keypads passed functional keypad button testing. 1 out of 5 keypads failed to power on via the power on button. After powering on through the test fixture, all other keys functioned as intended. During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection of the keypads, crack damage was observed on the traces of the keypad that failed to power on. Some fluid ingress was observed on the other 4 keypads. No logs were provided or deemed necessary. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu sn (B)(6) service history record showed the device had a manufacture date of 11/29/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/16/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front case with keypad assembly was provided for investigation.

Event description:
It was reported that 5 pcu keypads are being replaced. No further information is available.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 5 pcu keypads are being replaced. No further information is available.